Event description:
It was reported that approx. 4 months after implantation, loss of capture of the rv lead connected with the implanted enticos pacemaker was detected. A perforation could be excluded. A posterior wall infarction was diagnosed. The lead was explanted and replaced, the pacemaker remained active.

Manufacturer narrative:
The pacemaker was not returned for analysis. The analysis of the pacemaker is therefore based on the returned device memory data and the existing production documents. The manufacturing process of the pacemaker was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The provided device data were analyzed and showed no anomalies related to the clinical complaint. For that reason, the returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The lead proved to be in conformance with specifications and free of defects. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.